Event description:
The customer reported via phone call that the insulin pump went into threshold suspend and he did not know what to do. Customer's blood glucose level was 100 mg/dl but his sensor glucose reading was 70 mg/dl. The customer's site was bleeding and the sensor was not sticking. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.